Manufacturer narrative:
The tech found the brake caster not holding most likely due to normal wear and tear. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the head brake caster not working (brakes not holding). The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).